Event description:
It was reported by the customer that the device was used in a laparoscopic cholecystectomy. It was reported by the customer that during the surgical procedure the bag snapped and broke. The surgeon was able to retrieve the bag. It was unsure how the case was completed. There was no consequence to the patient.